Event description:
A medtronic representative reported the surgeon alleged an inaccuracy of 4-5 mm in a spine procedure with the o-arm. The surgeon chose to discontinue the use of navigation and all use of medtronic imaging. No impact to the patient was reported.

Manufacturer narrative:
Patient weight not provided by the site. Software has not been evaluated as of the date of this report; as no files have been received by the manufacturer for evaluation to date.

Manufacturer narrative:
Suspected cause is change in frame to patient relationship. Software works as designed.